Manufacturer narrative:
The field service engineer (fse) found the voltage was too low on the sample/reagent pipetter liquid level detection (lld) board. The fse adjusted the voltage on the lld board and verified the instrument was operating within specification. Calibration was last performed on 02-feb-2022 and was acceptable. Qc was acceptable. There was no indication for a performance issue of the reagent or the instrument. No issues were identified during a review of the alarm trace data. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The initial result was 22 ng/l. This result was reported outside of the laboratory to the physician who knew it was incorrect. On (B)(6) 2022 the sample was repeated with a result of 84 ng/l. The repeat result was believed to be correct. The troponin t stat reagent lot number was 57731601 with an expiration date of 28-feb-2023.